Manufacturer narrative:
There was no product returned for this complaint so there was no product evaluation completed. A manufacturing record review was completed and no related nonconformances were found. The event details state that the device was pulled against resistance after it became stuck on an existing stent strut. The turnpike IFU warns; "never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury." The root cause for the separation is related to operational context and user error.

Event description:
The turnpike was used tor a complex pci involving the circ and lad. A wire was advance across a stent strut and followed by the turnpike catheter. Upon removal of the turnpike, it got stuck on the stent and when it was pulled back with resistance a small piece of the turnpike tip broke off and remained in the vessel. The physician felt resistance at stent strut, he tried to spin, though would not cross. Tip broke on pullback. The physician stated, that he thinks the wire was behind the stent and the turnpike got stuck because of that. The piece of the turnpike was jailed between the lumen and stent. The patient tolerated the procedure well and is doing great. No patient harm done. There is no plan to remove the "piece" of the turnpike.